Event description:
It was reported that the ventilator displayed technical error codes, indicating disabled valves and communication failure between the control and monitoring printed circuit boards. (B)(4).

Manufacturer narrative:
(B)(4)